Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis for (B)(4) revealed a critical battery alarm on the reported event date. Additionally, multiple premature switching events were observed. Log file analysis for (B)(4) could not be performed as no log files were available from (B)(4). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. (B)(4) was able to securely connect to a test bed controller. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / manufacturing date: 05/04/2015 / expiration date: 05/31/2016 (B)(4).

Event description:
It was reported that the patient was having issues with two of their batteries. (B)(4) had a critical battery and (B)(4) had a loose connection with the old controller (B)(4). The batteries were removed from service with no reported patient consequences. No further information was provided.